Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra2 meter read inaccurately high compared to laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 at 4:00pm. The patient reported obtaining blood glucose readings of ¿502 mg/dl¿ with the subject meter and ¿160 mg/dl¿ with the laboratory device. The tests were performed within 10 to 30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. It is not known how the patient manages their diabetes. It is not known what action, if any the patient took as a result of the elevated result however the patient reported taking more food and drink on (B)(6) 2015 at 3:31pm, prior to the start of the alleged issue. The patient reported that half an hour after the alleged issue started, they developed symptoms of feeling ¿sweaty and shaky¿. The patient denied receiving any treatment in response to the symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.